Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement surgery. Biomet manufactured taperloc femoral stem was implanted with competitor's acetabular shell and femoral head (smith and nephew). Subsequently, the patient alleges personal injuries. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Please note :- the relevant instruction for use for the taperloc stem states the following under warnings and precautions:- do not use prosthetic implants from other systems with biomet components due to the probability of incompatible sizing and bearing surfaces, which may lead to premature wear, malalignment and failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. It was reported that biomet manufactured femoral stem was implanted with competitor's acetabular shell and femoral head. From the investigation performed the most likely root cause of the reported event was user error, implanting inappropriate combination of products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.